Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl. The customer was not treated for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that before eating blood. Glucose was over 200 mg/dl. Customer used the bolus wizard to get her meal bolus and noticed her blood glucose dropped really low had already treated the low blood glucose and was feeling alright. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The device will not be returned for analysis.